Event description:
It was reported the physician was placing the catheter (femoral placement), and when the physician fed the first guidewire through the introducer needle the guidewire kinked (captured in MDR # 3006425876-2022-00608). A second guidewire was used that also kinked and the physician "forced guidewire into vessel placement site". The customer reported there appeared to have been resistance with the patient's anatomy. The physician was not able to place the second line and all components were removed. There was no patient injury or delay in therapy. No medical intervention was required.

Manufacturer narrative:
(B)(4). It was reported the patient died. The patient's death was unrelated to the device issue. It was reported the patient was very ill and "died from whatever disease he already had and not due to the cvc procedure". The customer would not provide further information regarding the patient's death.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the physician was placing the catheter (femoral placement), and when the physician fed the first guidewire through the introducer needle the guidewire kinked (captured in MDR # 3006425876-2022-00608). A second guidewire was used that also kinked and the physician "forced guidewire into vessel placement site". The customer reported there appeared to have been resistance with the patient's anatomy. The physician was not able to place the second line and all components were removed. There was no patient injury or delay in therapy. No medical intervention was required.